Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt)was hospitalized due to peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (values not provided) was collected, the patient was admitted, and formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency not provided) and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were continued. Causality was attributed to an unspecified touch contamination event. While hospitalized the patient transitioned from ccpd therapy to hemodialysis (hd) due to his age and physical condition. The patient was taken to the operating room on (B)(6) 2021 for a pd catheter (not a fresenius product) removal and hd catheter (not a fresenius product) placement. The patient tolerated the transition well and was discharged on (B)(6) 2021. The patient is recovering from the events and is undergoing outpatient hd for rrt without issue. The pdrn stated there is no concern a fresenius device(s) and/or product(s) deficiency or malfunction occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain), which warranted hospitalization and antibiotic therapy. Additionally, while hospitalized the patient transitioned to hd therapy due to his age and weakened physical condition. Causality was attributed to an unspecified touch contamination event. Per the pdrn, there was deficiency and/or malfunction of a fresenius device(s) and/or product(s) which occurred. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Additionally, pseudomonas is associated with severe peritoneal infections, usually resulting in the removal of the pd catheter. Based on the information available, the patient¿s liberty cycler set is excluded from having caused or contributed to the patient¿s serious adverse event(s). The investigation found no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt)was hospitalized due to peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (values not provided) was collected, the patient was admitted, and formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency not provided) and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were continued. Causality was attributed to an unspecified touch contamination event. While hospitalized the patient transitioned from ccpd therapy to hemodialysis (hd) due to his age and physical condition. The patient was taken to the operating room on (B)(6) 2021 for a pd catheter (not a fresenius product) removal and hd catheter (not a fresenius product) placement. The patient tolerated the transition well and was discharged on (B)(6) 2021. The patient is recovering from the events and is undergoing outpatient hd for rrt without issue. The pdrn stated there is no concern a fresenius device(s) and/or product(s) deficiency or malfunction occurred.